Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): all conductors stretched, proximal conductor was flattened

Event description:
It was reported that during the implant procedure, the physician felt it was too difficult to remove the guidewire, so a new lead was used. The lead was not implanted. No patient complications have been reported as a result of this event.